Event description:
It was reported that half of the patient's pump was protruding out of the skin. The manufacturer's device tracking system indicates the pump and catheter were replaced. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.